Event description:
It was reported by a customer in (B)(6) that, during patient use, an ht70 ventilator "vti" display turned to "fio2 off". The patient was switched to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation / repair of the e360 ventilator is expected to be performed, but has not yet been initiated. (B)(4).